Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (295 mg/dl). Reportedly, the pump settings need to be adjusted. Customer delivered a correction bolus to stabilize blood glucose levels. The contact stated that the customer's healthcare provider (hcp) would be contacted regarding pump settings.